Event description:
We wanted to advise that we had an issue with product easy dilat-wire guided oesophageal/pyloric/colonic/ biliary 3 stage balloon dilation catheter (11mm/12mm/13mm) with lot #370496. The balloon burst during the third inflation of the procedure. No harm was done to the patient. Please let us know if anything should be done and if we should stop using product from the same lot number. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).